Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9831 apollo rf aspirating ablator tip was bent. This was discovered during the case with no patient harm.

Manufacturer narrative:
Corrected info: h1 to na arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr. 803.additional information. Complaint allegation is not confirmed. One sealed ar-9831, apollo, batch 15313877, was returned for investigation. Visual evaluation noted that the device was sealed in the box and within the blister. Functional testing was performed with saline and the probe worked as intended. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/03/2024 it was reported by a sales representative via sems-(B)(4) that (qty. (B)(4)) of an ar-9831 apollo rf aspirating ablator tips burnt up. This was discovered during the case with no patient harm.